Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted; however, unable to prime unit during prime/delivery test due to faulty forced sensor resistor. The motor was tested outside the device and passed. Unit received with cracked case at display window corners. Unit received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer received a motor error alarm. Customer's blood glucose was 300 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI and drive support cap appeared normal insulin pump will be replaced.